Event description:
Reportedly, the leads were implanted on (B)(6) 2023, a repositioning of atrial and right ventricular leads was performed on (B)(6) 2023, due to a high threshold value (good sensing and impedance were measured) . After the re-intervention, the threshold values on the leads were high, but with good sensing and impedance. The day after the reintervention, the thresholds were completely normalized, but a drop in ventricular sensing from 15 mv to 4 mv was observed